Manufacturer narrative:
Cerner is contact with the client regarding the resolution of the issue and provided formal notification of the issue on may 18, 2015. Cerner manually corrected the configuration within 2 hours of the issue being reported to cerner. Cerner has implemented process improvements to mitigate the configuration error from recurring. Cerner corp considers the issue resolved and no further narrative is required for f/u.

Event description:
The incorrect build affects active medications in powerchart at one client site. This build error in the automated script caused the dosing frequency of active medications to be incorrectly offset by two hours. This issue could result in active medications being scheduled to be administered two hours early or two hours late. Instead of the active medications displaying a powerchart as due at 02:00, 06:00, 10:00, 14:00, 18:00, 22:00, they were displaying as due at 00:00, 04:00, 08:00, 12:00, 16:00, 20:00. Interval checking was still occurring which would alert the user that a medication is being given early. Cerner has rec'd communication at three pts rec'd medication at the incorrect time. The outcome of the pts was not communicated to cerner.